Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer's blood glucose was 255 mg/dl. The customer stated that they wanted to deliver a bolus and the up arrow kept scrolling. The customer removed the battery out of the insulin pump and at the time of the phone call the insulin pump was not turning back on. The customer stated that the insulin pump was exposed to body sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube and battery cap contact. Unable to perform rewind, displacement test, basic occlusion test, prime test, excessive no delivery test or occlusion test due to blank display. Unable to verify button keypad anomaly due to the blank display. No anomalies found at the keypad assembly during visual inspection. The device also was received with cracked case at display window corners, battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.